Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round spectrum 325cc saline prosthesis, catalog 3501450, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a mentor smooth round spectrum 325cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement of breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round spectrum 325cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant 400cc gel prostheses. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a crease on the anterior aspect and extending to the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately < 0.1 cm on the posterior aspect. No other anomalies were discovered. Microscopic examination of the edges of the rent gave no indications as to cause. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed on 6/18/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/15/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 5/15/2018, mentor received the following information: the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant 400cc gel prostheses. On 5/15/2018, mentor was also updated on the identity of the originally reported device: brand name: mentor memorygel breast implant, procode: ftr, common device name: prosthesis, breast, noninflatable, internal, silicone gel-filled, catalog: 3504004bc, lot: 7557312, serial: (B)(4), unique identifier (UDI): (B)(4), explantation date: 4/16/2018, PMA/ 510(k): p030053. Concomitant products: left mentor memorygel breast implant 400cc gel prosthesis, catalog: 3504004bc, serial number: (B)(4), lot: 75354532 . Manufacturer¿s reference number: (B)(4).